Event description:
It was reported that the bronchovideoscope had a blinking image and the image turned black. The issue occurred during the middle of the therapeutic bronchoscopy. There was a 5 minutes delay and the planned procedure was not carried out. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the water invaded the device by leakage from bending section cover and venting connector during device handling by the user, which led to abnormality of electrical parts. The event can be detected and prevented by following the instructions for use which state: " inspection of the endoscopic image leakage testing of the endoscope.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the broncho videoscope was inspected and tested prior the procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.